Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 563 mg/dl. The customer was treated for the high blood glucose with a bolus form the insulin pump after changing the set. The customer stated that the site of the sensor is red and sore. Customer states that the bump on the skin is smaller than a pea and seems to be getting smaller. The customer stated that they will consult their healthcare provider about trying different sets to avoid any irritation on the skin. The customer did not return the product back for analysis.